Manufacturer narrative:
D9: date returned "22-may-2024". H3: one device was returned for analysis in used condition. This device has not been in for service in the review period. Physical evaluation of device revealed worn upstream occlusion (uso) seal and bubbled downstream occlusion (dso) seal. Functional testing confirmed the customer reported issue. The investigation determined the cause of the reported issue was the expulsor, and the expulsor was trimmed. Additionally, the uso seal and dso seal were replaced. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not infusing correctly/inaccurate pc rate. The product fault was found when brought back for repair. There was no patient involvement and no patient harm.